Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event that required medical intervention during pump use. The reporter stated that the patient¿s blood glucose (bg) was 390mg/dl with ketones and the patient was reportedly treated in an emergency room (ER) with insulin injections and an insulin drip. The reporter denied diabetic ketoacidosis. Reportedly, the patient¿s bg came down to 309mg/dl and the patient was then transferred to children's hospital. A nurse at (B)(6) hospital reported the patient was not admitted, was drinking well, had glucose in the urine, a bg of 384mg/dl, ketones, and was on a carbohydrate count. It was reported that the patient¿s healthcare provider (hcp) wanted the patient on insulin injections for a few days and for the pump to be removed from the patient and to have the pump assessed. Reportedly, the patient¿s caregiver stated that the pump had powered off in the past and that they now feel insecure about the pump. Reportedly, the patient stated that they were unclear about carbohydrate count. The nurse at children¿s hospital reported that they were unsure if this event was related to a pump issue or patient use issue. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support has made attempts to follow-up with the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized for elevated bgs while using insulin pump therapy, and based on the implied allegation of intermittent power to the pump.